Event description:
(B)(4). I had chronic bleeding for weeks and was unable to get out of bed without being in a severe amount of pain. I had a lot of abdominal cramping and fluttering in my lower abdomen.